Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a malfunction alarm during basal delivery. The blood glucose (bg) level was 358 mg/dl and a bolus was delivered to address the bg level. During troubleshooting with tandem technical support, the pump alarm was cleared.